Event description:
The manufacturer received information alleging a variation in the ventilator's pressure delivery was observed. There was no harm or injury reported. The device's software was reloaded by the customer to address the issue.